Event description:
It was reported that the device output was high, due to the right ventricular lead threshold. It was also reported that the carelink transmitted electrogram showed frequent interruption of the signal, and it was questioned whether the atrial and ventricular pace markers were out of place. It was later reported the lead exhibited oversensing, chronic high thresholds and a gradual decrease in impedance. It was also reported the patient was experiencing lightheadedness and dizziness. The lead was capped and replaced and the device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device output was high, due to the right ventricular lead threshold. It was also reported that the carelink transmitted electrogram showed frequent interruption of the signal, and it was questioned whether the atrial and ventricular pace markers were out of place. Both the device and the lead remain in use. No patient complications have been reported as a result of this event.